Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the sample clotted. The patient was re-collected. This is the 1st of 4 occurrences. The following information was provided by the initial reporter: customer is reporting blood is clotting in the tube making it unusable. Affected lot number 2321410.

Manufacturer narrative:
H.6. Investigation summary: bd received 39 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. 90 retention samples of the incident lot selected from bd inventory and visually inspected with no issues identified. Customer samples were tested for the reported defect (fibrin): no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. All testing of customer returned samples and retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H.6. Investigation summary: bd received 39 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. 90 retention samples of the incident lot selected from bd inventory and visually inspected with no issues identified. Customer samples were tested for the reported defect (fibrin): no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. All testing of customer returned samples and retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes, d9: returned to manufacturer on: 2023-05-22.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the sample clotted. The patient was re-collected. This is the 1st of 4 occurrences. The following information was provided by the initial reporter: customer is reporting blood is clotting in the tube making it unusable. Affected lot number 2321410.